Event description:
Per the report received from spain, edwards received notification of a 56 mm evoque procedure in tricuspid position. One month post procedure, a permanent pacemaker (ppm) was implanted to the patient. The patient's baseline rhythm was controlled atrial fibrillation. The valve was implanted as intended between 0-5 mm from the annular plane. Following the procedure, the patient developed low-frequency atrial fibrillation (<35 bpm), which led to the implantation of a permanent pacemaker one month post procedure. Patient was discharged.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.